Manufacturer narrative:
No report of patient involvement. A ge healthcare service representative performed a checkout of the system with the hospital biomed remotely and gave troubleshooting guidance. No further information available regarding repair.

Event description:
The hospital reported the unit had an error that results in a loss of ventilation. There was no report of patient involvement.